Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of pacing was noted on the right ventricular (rv) lead. Then in two additional follow up appointments, decreased pacing impedance and decreased sensing were also noted on the rv lead. The rv lead was initially reprogrammed, however, the reprogramming was unsuccessful. The proximal portion of the rv lead was explanted and the distal portion of the rv lead was capped and remained implanted. During the replacement procedure, insulation damage was noted on the rv lead. The rv lead was replaced with a non-abbott lead. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of lead insulation damage, low sensing, loss of pacing, and low pacing impedance were not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.